Manufacturer narrative:
A boston scientific technical services consultant stated that polarity may be a factor, but there is an underlying issue that needs to be addressed. The consultant recommended further testing to investigate the cause and determine if the lead and the device should be replaced. The physician decided not to take further action since the patient has a ventricular assist device and is on the heart transplant list. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a ventricular tachycardia (vt) and was in the intensive care unit (ICU). Device evaluation noted a shocking impedance measurement greater than 125 ohms and a fault code (fc) 1005. The device delivered anti-tachycardia (atp) and shock therapy. A 21j shock slowed the patient's rhythm down to the vt-1 zone which is a monitor only (mo) zone. The caller stated the last delivered shock was in reverse polarity and was inquiring if the out of range shock measurement could have been caused by that. No adverse patient effects were reported.